Event description:
It was reported that patient death occurred. The patient presented with myocardial infarction and diffuse disease in the left main (lm) and left anterior descending (lad) arteries, with 80% occlusion. A 2.25 x16mm, 3.00 x 24mm, and 2.75 x 28mm synergy xd drug-eluting stents were selected for percutaneous transluminal coronary angioplasty (ptca). Pre-dilatation was attempted using a 1.50 mm balloon, which ruptured upon inflation. A second 1.50 mm balloon was then advanced and inflated proximal to the lesion; however, the lesion did not yield. Due to inadequate lesion preparation, direct stent deployment was attempted. During deployment of the first synergy stent, the patient developed st-segment elevation, and reduced flow was observed. Immediate CPR and defibrillation were performed to restore cardiac rhythm. While resuscitative efforts continued, two additional synergy stents were deployed in the lm-lad and mid-lad. Post-stenting, no distal flow in the lad. Despite prolonged CPR, the patient could not be revived, and died on the table.